Event description:
It was reported during a stenting procedure, the stent deployed in an unintended location proximal to the aneurysm. In an attempt to cross the basilar apex aneurysm, the system was reportedly "binding." The physician attempted to retract the introducer, however, the stent deployed in the cervical right vertebral artery. The pt's condition is reported to be "intact." The procedure was reportedly not completed due to this event. No further information has been disclosed.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. However, the directions for use (dfu) for this product family state under the warnings section "if excessive resistance is encountered during the use of the neuroform microdelivery stent system, or any of its components at any time during the procedure, discontinue use of the system. Movement of the system against resistance may result in damage to the vessel, or a system component."